Event description:
Information was received that when patient was the cadd legacy plus pump at work, it started beeping continuously. There was no error message displayed, and the beeping was different from the "blocked" alarm beeping. Remodulin was reported to be infusing, 5 mg/ml. No patient injury or adverse event was reported.